Manufacturer narrative:
It was reported that one of the tethers broke off from the delivery catheter resulting in a premature release during the implant procedure. The tether remains in the patient's body. The implant procedure was completed successfully as the device was already fixated when the premature release occurred. The patient was stable condition.

Event description:
During an initial implant procedure, an attempt to redock the fixed leadless pacemaker (lp) onto delivery catheter was performed. However, the lp and catheter were not able to connect. The catheter was explanted and it was found that the distal portion of the tethers has broken off. It is suspected that the detached tethers are in the lp. The lp remained implanted. The patient was stable and will continue to be monitored.